Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The patient's symptoms were redness and swelling. The physician believed that the infection was not device or procedure related. The patient was doing well following the procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-4316 serial/lot #: (B)(4), description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.